Manufacturer narrative:
The reported event of failure to interrogate was confirmed in the lab. The interrogation failure noted by the field was actually a merlin software crash, which was replicated in the lab. The device was able to interrogate normally with the programmer, but under a specific parameter setting, would cause the merlin to crash upon sensing and capture threshold tests. The cause of the merlin software crash was due to a device parameter programming anomaly. The device behaved according to its programming and no device malfunction was noted.

Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
During the implant procedure, the device was initially able to be interrogated normally. Upon final threshold testing near the end of the procedure, the device could not longer be interrogated and resulted in the merlin programmer crashing. Multiple merlin programmers were tested, however, all exhibited the same behavior. A device malfunction was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.